Event description:
It was reported that one of the shelves with a monitor on it fell from the column near the pt. There was no pt injury reported. Manufacturing.

Manufacturer narrative:
We are still investigating this reported incident. We will submit a follow up report, as soon as we complete our investigation.